Event description:
It was reported by the patient there were incidences of cardiac tamponade, atrial lead dislodgement, and perforation of the heart. The lead was re-positioned and the heart was repaired. The lead remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694965 implantable tachy lead 2007-(B)(6); d154atg implantable cardioverter defibrillator 2007-(B)(6). (B)(4).